Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a burning smell coming from access 2 immunoassay system. The customer powered down the instrument and removed all reagents for off-board storage. There was no flame or fire, and the fire department was not dispatched. There was no report of injury to the user, and the customer did not seek or need medical attention.

Manufacturer narrative:
The customer stated that a series of temperature status monitor error messages were posted to the event log just prior to the burning smell. Service was dispatched on 01/11/2011 for this event. The bci field service engineer (fse) discovered that a chassis/cover screw had fallen on the obstruction detection pcb board and shorted it out. The fse replaced the board and associated ribbon cable. The fse calibrated the obstruction pressure sensor and performed a routine system check and qc. All results were within the specifications. Hardware issue was the root cause for this event.